Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The long dilator and the blue sheath were returned. The hub had separated from the sheath and an investigation revealed a sheath flaring, revealed a sheath flaring of 6.5mm. A similar test fitting was attached to the complaint sheath and even by strong pulling the fitting did not slip the sheath. Based on these findings it is suggested that the device was exposed to strong pulling/manipulation during the filter retrieval procedure. It is noted that the filter was successfully retrieved. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. Per the IFU: "excessive force should not be used to retrieve the filter. " based on the information provided, examination of the returned product , and the results of our investigation; a definitive root cause has been attributed to the product receiving excessive pressure. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A gunther tulip vena cava filter retrieval set was used in a filter removal procedure. It was reported that when the sheath was removed, the hub came off of the sheath. Reportedly, the sheath was not pulled with much force. The retrieval was performed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.